Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the patient slipped on their stairs and the catheter pulled out of the intrathecal space causing a cerebrospinal fluid leak. The catheter was discarded and the fall wasn't related to the device or therapy. The patient's weight was noted as (B)(6). No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019, information was received from a manufacturer representative (rep) regarding a patient receiving fentanyl (500 mcg/ml, 3.24 mcg/day) via an implantable pump for spinal pain and non-malignant pain. Information reported that approximately 1 week ago, the patient fell and damaged their catheter. The hcp replaced the intrathecal catheter on (B)(6) 2019 with a catheter of the same model, length and volume. No changes to the drug concentration or dose. No symptoms were reported.